Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; no additional surgical treatment or further intervention was completed other than lubricant drops.

Manufacturer narrative:
Logfile review for the day of treatment shows all laser system functions were within specifications. The logfile shows multiple successfully performed treatments. The review of the complete day shows no abnormalities or deviations. The user performed energy checks before each patient. The energy was stable the whole day. All treatments were performed without interruption. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a surprising refraction and severe dryness for a patient two months and fourteen days following photo refractive keratectomy. The surgeon reports the epithelium has fully generated and the severe dryness may be the cause of the postoperative cylinder. Postoperative topography shows no high coma and a normal cornea shape. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.